Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that four fibers exhibited functional issues during prostate procedure. "Fiber short @ the metal tip end" was noted on the first fiber at less than 10,000 joules and less than 5 minutes expended. "Fiber short @ the metal tip end" was noted on the second fiber at "less than 10,000?" Joules used and "less than 5?" Minutes expended. "Fiber short @ the metal tip end" was noted on the third fiber at 4,000 joules used and 38 seconds expended. "Fiber short @ the metal tip end" was noted on the fourth fiber at less than 10,000 joules and less than 5 minutes expended. The fourth fiber was also utilized to complete the procedure. The tips (caps) of the four fibers were cleaned. No patient injury was reported. This report is for the second fiber.